Event description:
It was reported that the physician's handheld computer was indicating that the battery latch had been opened and the handheld computer was entering sleep mode. It was confirmed that the battery latch was closed, however the message kept occurring resulting in the handheld turning off. The handheld computer was returned and underwent analysis. The battery latch issue was verified and is related to an unsecured battery latch switch. Once the switch was resecured, the handheld performed to specifications. Dead pixels were also noted on the handheld display. No anomalies were observed with the software.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.